Event description:
The customer reported that the system intermittently locks up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and ordered parts to repair it. No conclusion can be drawn as repair information is not available.